Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of attempted placement in ada site 7 in the mouth, the implant did not achieve primary stability in type ii bone. Clinician noted the patient's infection, deficient oral hygiene and insufficient bone quality/quantity. Another implant was not placed in this site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that on the day of attempted placement in ada site 7 in the mouth, the implant did not achieve primary stability in type ii bone. Clinician noted the patient's infection, deficient oral hygiene and insufficient bone quality/quantity. Another implant was not placed in this site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).